Manufacturer narrative:
Additional information: d9, g3, h3, h6. No problem found. The reported failure could not be replicated. One unpackaged ar-9297-15 avl angled reamer sleeve assembly, 15, batch 052043, was received for evaluation. Visual inspection revealed deep scratch marks on the shaft and the purple angled reamer sleeve collar, with cracks and nicks observed. Heavy scratch lines were also noted on the angled reamer base sleeve. A functional test was performed by connecting the returned ar 9275t-l (batch 128911) to the mating part ar 9676t and using the failed ar 9297-15 (batches 052116 and 052043) and ar 9297-25 (batches 052116 and 052043) to recreate the reported failure. The flanges in the shaft of the reamer connected to the drive shaft with a twisting motion, and an audible click was heard. The reamer disconnected without resistance. No problem found. The reported failure could not be replicated. Evaluation determined that the devices are functioning as intended. Therefore, the reported failure is most likely attributed to a use error, potentially involving the application of excessive force during use or improper coupling of the devices. According to the univers vaultlock® augmented glenoid surgical technique: select the angled reaming sleeve that matches the augment size selected. Insert the inner reamer shaft through the angled reamer sleeve (a). Couple the disposable angled reamer to the inner reamer shaft (b). A tactile coupling should be felt. Insert the reaming depth stop (a) into the slots near the face of the angled reamer sleeve. This depth stop is sized to match the implant and prevents overmedializing while reaming the neo glenoid, thus aligning the neo and paleo reamed surfaces within the center of the glenoid face. Before attaching the reamer assembly to the powered hand equipment, the orientation sleeve (b) or orientation handle (c) can be attached to help maintain rotational control while reaming. Note: if using the orientation handle (c), it is helpful to align the handle with the anterior dotted line on the angled reamer sleeve. Additional information 1. To ensure the reaming instrumentation will thread over a guidewire, verify with intraoperative personnel that the reamer is fully engaged with the drive shaft before they hand it to the surgeon. 2. We recommend advising your surgeons beforehand that the new design will likely require less medial force to ream effectively than previous instrumentation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-feb-2026, a facility representative reported via (B)(4) that when using the ar-9275t-l augmented vaultlock reamer, it would lock up and catch on an ar-9297-15 reamer sleeve. They never switched the actual disposable reamer head. The anatomic total shoulder procedure was completed successfully with no patient harm.